Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) during an unspecified surgery, it was reported that the air reamer device had an unspecified malfunction. It was not reported whether there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that this report is a duplicate of MFR# 8030965-2017-10218. Reference MFR# 8030965-2017-10218 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.